Event description:
In february 2006 the lay user/pt contacted lifescan alleging that his one touch ultra was giving him an "error 66". At 3:30am prior to calling lifescan, the pt attempted to test on his meter, but got an "error 66," which is not listed as an error in the one touch ultra's owner's manual. The pt went to the emergency room (time unknown) because of the meter issue. The pt arrived at the hospital and got "304 mg/dl" on a hospital meter. The pt was given an oral medication (type/dosage unknown) to bring his blood sugar down and laid down to rest before he was released from the hospital. It is unknown if the pt was experiencing any diabetic symptoms at the time of the testing. The customer care advocate (cca) verified that the meter was not out of the box. The cca walked the patient through a test and he was able to obtain a "156 mg/dl" meter reading; therefore the issue was resolved through troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported because the patient got error messages and was taken to the hospital where he was treated for hyperglycemia.